Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose since (B)(6) 2017 with blood glucose in the 40 mg/dl range at the time of the incident. The customer uses auto mode on their pump. The customer was at 255 mg/dl at the time of the call. The customer used food to treat. The customer 's doctor asked them to call since the customer believes the pump is over delivering. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was not received in stuck manufacturing mode. The pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit delivered multiple boluses and monitor. All boluses delivered properly. No unexpected bolus anomaly noted during testing. Unit received with cracked retainer, minor scratched display window and scratched case. Pump passed the delivery accuracy test.